Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was 124 mg/dl. The device alarmed no delivery when 0.2 units of insulin were administered. Customer stated troubleshooting had been previously done with other sets. Customer continues to have no delivery alarms during bolus and at night during basales. Customer has used different types of infusion sets and issues persist. Customer believes she has used all possible remedies. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.